Manufacturer narrative:
The explanted device was not returned to bsc as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was non-functional. There was no malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.